Manufacturer narrative:
IFU review was performed on (B)(6) 2023: no deviation from IFU was reported. Final investigation report, issued on (B)(6) 2023 concluded the following: 1. The review of the DHR (device history record) of lot # lnrkr709a indicates that the product was supplied meeting specifications. 2. The event of this complaint is addressed in the elunir dfmea report, and the risk remains low. No new risks were identified. 3. Medinol didn't receive any information about this complaint, therefore our ability to investigate the incident was very limited.

Manufacturer narrative:
DHR (device history recoed) review was performed (B)(6) 2023. The review of the DHR indicates that the product was supplied meeting specifications.

Event description:
The following report was received on (B)(6) 2023 from the distributor: this is a complaint regarding a 52 year old male patient during elunir stent surgery. There was no expansion during the ballooning process using the inflator device. It was confirmed that the tear of the delivery balloon was the cause. Additional information received from the distributor on (B)(6) 2023 the product was stored, handled, inspected and prepared according to the instructions for use (IFU); no damage was noted to the product packaging upon inspection prior to use; no kinks were noted in the catheter prior to inserting the product into the patient. The event did not cause a clinically relevant increase in the duration of the procedure.the event did not cause a significant prolongation of existing hospitalization. The event was resolved with no patient injury.